Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self testing were performed. Visual inspection identified the damaged front cover/door. The cause of the condition was unable to be determined. To correct the condition, the front cover was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.